Event description:
It was reported that during review of a pause episode there was noise and oversensing observed. The implantable loop recorder (ilr) was later explanted and the patient was upgraded to an implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.